Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure when the analyzer function of the mobile programmer was being used to conduct lead testing the mobile programmer 'locked up' and displayed a diagnostic message indicating that an unexpected error had occurred. It was noted that a different model programmer was then used to complete the procedure without issue. No patient complications have been reported as a result of this event.